Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not delivered appropriately because the device would not click at the back end after deployment. The physician decided to pull everything out and hold manual antegrade pressure. There was no reported patient injury. The physician attempted to deploy the device in a thin patient, and the polyethylene glycol (peg) had trouble getting past the skin. After delivering the sealant and retracting the sheath and system, the device would not click at the back end. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach by a mynx-certified deployer. A 5 fr non-cordis sheath introducer was used. Femoral artery suitability was verified by angiography or venography, the vessel was arterial, the vessel diameter was verified to be at least 5 mm, no vessel tortuosity was reported, and moderate peripheral vascular disease or calcium was present near the puncture site. Resistance was experienced when advancing the sealant through the sheath, and the sheath was not kinked or bent. The sealant was completely above the skin. Manual compression was used to achieve hemostasis for less than 30 minutes. A shallow vessel depth was reported, and the patient was described as thin. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot f2533903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿, ¿shuttle engagement issue¿ and ¿sealant misdeployment (complete)¿ could not be verified as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not delivered appropriately because the device would not click at the back end after deployment. The physician decided to pull everything out and hold manual antegrade pressure. There was no reported patient injury. The physician attempted to deploy the device in a thin patient, and the polyethylene glycol (peg) had trouble getting past the skin. After delivering the sealant and retracting the sheath and system, the device would not click at the back end. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach by a mynx-certified deployer. A 5 fr non-cordis sheath introducer was used. Femoral artery suitability was verified by angiography or venography, the vessel was arterial, the vessel diameter was verified to be at least 5 mm, no vessel tortuosity was reported, and moderate peripheral vascular disease or calcium was present near the puncture site. Resistance was experienced when advancing the sealant through the sheath, and the sheath was not kinked or bent. The sealant was completely above the skin. Manual compression was used to achieve hemostasis for less than 30 minutes. A shallow vessel depth was reported, and the patient was described as thin. The device will not be returned for evaluation as it was discarded.